Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that patient saw the doctor on (B)(6) 2016 and her device was reprogrammed. She was experiencing overstimulation which was not very comfortable especially when she went to have a bowel movement. The health care professional did not want her to change the setting but could turn stim off if she needed to have a bowel movement. She was able tolerate stim when she walked but when she went to have a bowel movement, it got really bad. The patient was indicated urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up was conducted to know what steps were taken to resolve the overstimulation and to know if the issue was resolved. If additional information is received, a follow up report will be sent.

Event description:
Additional information from the consumer reported that she contacted the manufacturers' representative (rep) as instructed by the doctor. The rep suggested decreasing stim which the patient did but it still was too uncomfortable to have a bowel movement and she had to stop while having a bowel movement. The uncomfortable overstimulation was not resolved. It did not matter what level the patient set it, there were no considerable results. She opted to discontinue the stimulation. At the time of this report, she had not restarted it and she was doing pretty well without it. She was not happy with the poor results. She thought maybe she was not a good candidate at every program change as it seemed to work somewhat for 1-3 days then there was no outcome. Further information from the patient indicated she had an appointment on wednesday, (B)(6) 2016 with the rep at the doctor&#38112;office to try new programs.